Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Patient reported baby had any serious medical problems or a congenital abnormality "torticolis- neck leans to the left- pt states it is getting better, and its' due from the c section", the event is not device related. Healthcare professional reported rupture and capsular contracture, baker grade IV. Record is for right side. Device was explanted.

Event description:
Patient reported baby had any serious medical problems or a congenital abnormality "torticolis- neck leans to the left- pt states it is getting better, and its' due from the c section", the event is not device related. Healthcare professional reported rupture and capsular contracture, baker grade IV. Record is for right side. Device was explanted.

Manufacturer narrative:
Corrected data: aware date in initial medwatch should have been listed as 09jun2025.